Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving an unknown medication via an implanted pump. The indication for pump use was spinal cord injury/spinal cord disease and intractable spasticity. It was reported that the patient had a pump pocket infection of unknown origin, possibly seeded from the right decubitus ulcer the patient had. After the pump explant, the patient told their doctor that there was no difference in their spasticity indicating that something with the catheter was also an issue. The reporter was told that at the last couple of visits; they turned up the patient¿s daily amount. The doctor believed that the catheter must have been fractured or occluded due to the patient¿s reaction after the explant. The explant was done due to the infection, not due to the therapy. The lack of therapy was noticed secondarily after the explant. It was noted that a dye study would have been done for the patient if there wasn¿t a pocket infection.

Manufacturer narrative:
Continuation of d10: product ID 8703w. Lot# l54367. Implanted: (B)(6) 1998. Product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8703w, serial/lot #: (B)(6), ubd: 10-aug-2000, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from a health care provider (hcp) via a manufacturer representative (rep) indicated that the explant of the pump was due to a pump pocket infection. The patient got a decubitus ulcer on the right hip that they believed seeded infection into the pump pocket. There was no skin breakage around the pump pocket which was why they had concluded this. It was stated that this was not a pump issue or a device issue. The pump was removed along with the catheter to the location where the anchor was. The doctor did not want to remove the catheter from the spinal canal since there was no infection there and did not want the patient to get a possible spinal headache. The doctor cut it at the anchor and use a hemaclip on it as well. It was stated that they also found that the catheter had fractured about halfway between the pump connection and the anchor. From what the rep was told today, the last 2-3 refills, the patient wasn't feeling as loose, which led to increases in his daily baclofen amount. They were going to do a dye study if it was still happening, but then the infection ended up happening. The name of the doctor was provided and it was stated that he had no further information or complaints. The name of the facility where the procedure was performed was also provided. It was stated that as of today, the patient was doing much better. The decubitus ulcer was still ongoing and it was unsure how it got there or what caused it.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.